Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries,the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse, a rectocele, and a cystocele. The patient underwent the concurrent procedures of a cystocele transverse defect repair, bilateral sacrospinous ligament fixation, rectovaginal septum reconstruction, and perineorrhaphy during mesh implantation. The outcomes attributed to the device were pain, recurrence, infection, odorous discharge, and bowel problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.